Event description:
Alaris pump was in use to infuse a normal saline (0.9%) drip intravenously at 100ml/hr at the start of shift (1900). Normal saline bag found to be almost empty at 2400. However, the volume remaining on the pump showed 450 ml plus. Channel and brain of alaris pump taken out of service.